Event description:
It was reported that the patient extubated himself. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No service was requested. The user facility claimed the patient extubated himself due to the position of the support arm pulling on the patient circuit. The support arm holding the patient circuit is per design mounted on the backside of the ventilator cart and its position is flexible in vertical position. There are no indications of any ventilator or support arm malfunction.